Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a crack in the right side tube just above the pump. No other adverse patient effects were reported.

Manufacturer narrative:
A titan touch pump, cylinders 1 and 2, and reservoir were received for analysis. A separation was noted in the shorter pump exhaust tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic evaluation revealed this to be a separation within abrasion. Microscopic evaluation revealed partial separations within abrasion on the longer pump exhaust tubing adjacent to the pump strain relief, and shorter exhaust tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing. Microscopic evaluation revealed surface abrasion on the inlet tubing/strain reliefs of cylinder 1 and cylinder 2. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, may contribute to sufficient stress to cause a separation through the shorter length pump exhaust tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.